Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Consideration] -from reviewing the evaluation report of olympus europe se & co. Kg (oekg), it was confirmed that there was no adhesive in the part where the adhesive was originally applied. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -from the above, it was considered that the reported phenomenon was not caused by manufacturing but was a phenomenon that occurred later. However, the time when this phenomenon occurred was unknown. -since it was confirmed from the image on the evaluation report of oekg that there were scratches around the malfunction part, it cannot be denied that some external force may have been applied to that malfunction part. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to the service department of (B)(4) but has not been returned to omsc. The service department of (B)(4) checked the subject device for evaluation. It was confirmed that the reported phenomenon. This malfunction might have occurred due to a shock caused by dropping and knocking the endoscope to a hard surface or object. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at the service department of olympus (B)(4), that there was the gap around the adhesive of the ultrasound transducer of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.